Event description:
It was reported that oil leaked from the tube casing window assembly creating a film of oil between the copper filter and the cover. Air bubbles that become trapped in the oil film may create image artifacts. No injuries were reported. The concern is for possible misdiagnosis.

Manufacturer narrative:
The tube was replaced at this site with a validated replacement tube that corrects the problem. The same correction is being installed on all affected products. Although requested in writing, the site is unable to provide the patient information.